Event description:
According to the reporter, a patient with polycystic kidney disease, hypertension, and end-stage renal failure noticed a stitch that came loose at home. Literally all that was documented was that the patient said the stitch had come loose. They would assume that if any part of the securement wing had broken or been found faulty, the nursing staff would have documented this and called the parent ward for advice. Standard cleaning of dialysis catheters was with green clinell device wipes, 2% chlorhexidine, 70% alcohol, and bd chloraprep on dressing change days. There was no reported patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.